Event description:
It was reported that a stent was implanted for treatment of a tb sticture. After about one year, the pt returned to the hosp and the doctor observed the stent by endoscopy. At the distal end of the stent three wires were popped out from the stent structure.